Event description:
It was reported that the blade broke at the mount during a total decompression laminectomy. It was further reported that the broken piece was removed from the surgical site and the procedure was successfully completed using a new blade. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that one of the tabs had broken at the mount. Measurements carried out on the blade confirmed that all features confirmed to required specification. Work order review performed; there were no issues identified. The root cause for the breakage was undetermined.